Event description:
The user facility reported to have identified an additional pt that underwent a bronchoscopy at the user facility and tested positive for pseudomonas aeruginosa. The pt reportedly remained hospitalized for observation.

Manufacturer narrative:
Olympus followed up with the user facility regarding this report. The users reported the same bronchoscope that was used during the bronchoscopy procedures on six pts, however, the subject device has been refurbished and shipped to the facility on april 30, 2010. An olympus endoscope support specialist (ess) was dispatched to visit the user facility to assess the reprocessing methods. During the visit, the ess noted several deviations from the reprocessing instructions provided in the device instructions for use. The ess has provided in-service training on the appropriate reprocessing procedures with the hosp staff. The user facility reported to have ruled out the bronchoscopes as a potential source of the pt cross-contamination. The exact cause of the phenomenon could not be determined, however, insufficient reprocessing cannot be excluded as a potentially contributory factor. The user facility has elected not to return the refurbished bronchoscope to olympus for evaluation. The bronchoscope was reported to have been removed from service and is quarantined at the user facility. Ref MFR report number 8010047-2010-00110 for a related report. This report is being submitted as a medical device report in an abundance of caution.